Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(4)2018. It was reported that imaging was not performed and the cause of the lead being unable to be removed was undetermined. The rep also reported that the lead was able to be removed (while still intact) from the patient since the time of the original report. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient with an external neurostimulator (ens). It was reported that the patient had two percutaneous trial leads removed after conclusion of scs trial. One lead was removed with no issues. The other was not able to be removed because it is hung up on something unknown. The rep stated that sutures were removed, they opened up the curvature of the spine and are considering c-arm imaging to look for the reason the lead is hung up. No further complications were reported.